Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a failed battery test alarm. The customer's blood glucose level was unknown. The customer cleared the alarm and cleaned the battery cap and contacts. The customer inserted a new battery and the alarm reoccurred. The customer was advised that the device would be replaced and to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump had no unexpected failed battery test alarms noted during testing. The insulin pump passed self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and stained address/serial number label.